Event description:
Deflation left saline. Bilateral contractures w/ severe distortion and local and systemic problems. A 46 yr old hispanic g1p1 female w/ fibrocystic disease and mastodynia had bilateral subcutaneous mastectomies w/ immediate submuscular textured saline implants on 2/1/91. She ran a fever several days afterwards, but it resolved. She developed a contracture which was painful and 4 yrs after implant had spontaneous left deflation.